Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of about incorrect blood results. Customer normal results are 100-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (345) and the lowest normal result (100) is located in zone c. Last 5 results in memory are 206mg/dl, 345mg/dl, 206mg/dl, 253mg/dl, and 212mg/dl. No adverse event reported.

Event description:
Consumer complaint of about incorrect blood results. Customer normal results are 100-120 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (345) and the lowest normal result (100) is located in zone c. Last 5 results in memory are 206 mg/dl, 345 mg/dl, 206 mg/dl, 253 mg/dl, and 212 mg/dl. No adverse event reported.